Manufacturer narrative:
(B)(4). Concomitant medical products: 00620204820, trabe metal mod cup multi-hole, 60501571, 00771101200, m / l taper femoral stem, 60348580, 00642802802, alumina ceramic femoral head, 60262652, 00625006530, bone scr 6.5x30 self-tap, 60541128, 00625006520, bone scr 6.5x20 self-tap, 60534207. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 00637, 0001822565 - 2017 - 03870, 0001822565 - 2017 - 03871.

Event description:
It was reported that a patient is experiencing a pain and discomfort. No revision procedure has been reported to date. Attempts have been made and no further information is available at this time.